Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
When the nurse attempted to flush, one of the three lumens broke. The patient required a device exchange.

Manufacturer narrative:
Blank fields on this form indicate that the information is unknown, unavailable, or unchanged. (B)(4). Investigation/evaluation during the course of the investigation, a review of the complaint history, device history record, and specifications of the product was conducted. There is no evidence to suggest that the device was not made to specification. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
When the nurse attempted to flush, one of the three lumens broke. The patient required a device exchange.